Event description:
It was reported to check plunger sensor. There was no patient injury reported. Additional information was provided that there was no patient involved. Event occurred during preventive maintenance.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, the top case was chipped in the front, and the left and right plunger cases were damaged upon receipt. Error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the left and right plunger cases were damaged. Root cause of the reported issue is from customer induced impact. Replaced the clutch halves left and right with leadscrew spring, worm coupling gear and motor mount as preventative measure. The replaced parts were over ten years old. Replaced the damaged top and bottom cases, performed function and delivery tests. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.